Event description:
It was reported that malfunction 16 occurred with the speaker of a t:slim x2 insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support for assistance with verifying the pump's serial number.